Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of overheating error message. Both cooling fans were found to be running and the printer was found to be working properly whilst a slow interrogation was observed. Incoming test to investigate unconfirmed issues was performed successfully. Error was found in log files required new software installation. It was further noted that the stylus was missing, latch of cable bay was damaged and display cover was cracked. The power supply, cable bay and display cover were replaced and stylus was added and calibrated. The software was re-installed and updated. The device then passed electrical safety test and all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating, displayed an error message and the printer was not working. There was no patient involvement. The programmer was received into service.